Event description:
It was reported that a patient experienced nighttime low blood glucose while using the ilet, with the device suspending insulin approximately one hour before the event and resuming after glucose returned to the 130s; no meal announcements were made that day, and the nurse requested guidance on adjusting nighttime targets. Symptoms included hypoglycemia with a lowest reported value of 61 mg/dl, treated with juice, with glucose outside 70¿180 mg/dl for about 30 minutes and no medical intervention. Outcomes included transient hypoglycemia without hospitalization, loss of consciousness, or other acute complications. Investigation included review of device data indicating automated insulin suspension prior to the low and appropriate resumption when glucose recovered, as well as user education and troubleshooting. Investigation of this case revealed device behavior consistent with intended automated safety responses and no confirmed device malfunction, while the specific precipitating cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.